Event description:
Patient reported, having "nipple discharge (fluid)". Patient, additionally reported, the right side as "firm and looks abnormal, due to capsular contracture", baker grade iii. No treatment or surgical reoperation has occurred. Healthcare professional, later reported, "undesired". Healthcare professional reported, bilateral rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed, as fold flaw opening. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Nipple discharge: unable to observe, since it is a medical event. And is not related to the device. Pain-ndr: unable to observe, since it is a medical event. And is not related to the device. Inflammation/irritation: unable to observe, since it is a medical event. And is not related to the device. Unsatisfactory result: unable to observe, since it is a medical event. And is not related to the device. Visibility/palpability: unable to observe, since it is a medical event. And is not related to the device. Other medical: unable to observe, since it is a medical event. And is not related to the device. Other medical-ndr: unable to observe, since it is a medical event. And is not related to the device. Skin rash/dermatitis-ndr: unable to observe, since it is a medical event. And is not related to the device. Varied injuries-ndr: unable to observe, since it is a medical event. And is not related to the device. As per the investigation procedure: crease, non-penetrating nick and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported bilateral rupture.

Event description:
Patient reported having "nipple discharge (fluid)." Patient additionally reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. No treatment or surgical reoperation has occurred. Healthcare professional later reported "undesired". Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203; f2201. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and nipple discharge.